Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to verify frozen screen due to bleeding and cracked lcd glass. The insulin pump received with scratched lcd window, broken reservoir tube lip, scratched case and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a frozen screen. Nothing further was reported.